Event description:
It was reported that the patient was re-implanted on (B)(6) 2014.

Manufacturer narrative:
The device has been explanted and has been returned to med-el headquarters, where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.